Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) . Model: sc-2218-50 serial: (B)(6) . Batch: (B)(6) .

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.